Event description:
On (B)(6) 2014, the patient contacted animas alleging that on 05/20/2014, he was hospitalized for elevated blood glucose (bg) of 700mg/dl, dehydration, and high blood pressure. The patient did not provide additional details of the hospitalization or treatment. The patient noted that he had been hospitalized five times in the past two weeks; this report is for incident four of five. The pump was not available for troubleshooting at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced a bg excursion of unknown cause while using insulin pump therapy, and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. Pump history shows pump was manually suspended on (B)(6) 2014 02:57; followed by unexplained por. Insulin deliveries never resumed. Pump was manually suspended on (B)(6) 2014 17:59 and manually resumed (B)(6) 2014 20:21 (2 hr 22 mins deliveries interrupted). No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.